Manufacturer narrative:
Additional, changed, and/or corrected data: manufacturer aware date should be 30/jun/2023.

Event description:
Healthcare professional reported unknown side "infection, infection : cellulitis, infection : redness, infection : local heat sensation, infection : treatment : antibiotics - more than 6 days, skin necrosis (nac), skin necrosis (nac) : final treatment : conservative treatment, implant malposition, implant malposition : treatment : observation." The device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cellulitis, infection (early onset) and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, infection (early onset) and necrosis.

Event description:
Healthcare professional reported unknown side "infection, infection : cellulitis, infection : redness, infection : local heat sensation, infection : treatment : antibiotics - more than 6 days, skin necrosis (nac), skin necrosis (nac) : final treatment : conservative treatment, implant malposition, implant malposition : treatment : observation." The device status is unknown.